Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, there was the possibility that this phenomenon was attributed to following. - there was no abnormality in the subject device, and it was presumed that there was a problem with one of the devices (endoscope, video processor, digital light source cable) which had been used in combination with the subject device. - it was presumed that the scope communication was unstable due to water droplets and dust adhering to the electrical contacts of the used device (including devices other than the subject device). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that during a preparation for an unspecified procedure using the subject device at the user facility, it was found that the scope communication error b30 occurred on the subject device when an evis 190 series videoscope was connected to the subject device. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.